Event description:
The customer observed error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr with increased frequency, regardless of the assay. The customer stated the reaction vessels (rv?s) used is lot 69436p100, and was advised to monitor the issue after changing the lot of rv's. The customer reported the error message continued even after a change in rv's, and observed one case of error code 1006 (unable to process test, background read failure). The abbott customer support center explained there was a possibility that rv's were still inside the process path, but it is not necessary to turn the power off and removed any rv's in the processing path. There is no impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A healthcare facility reported that holes of approximately 1 - 3mm in diameter were detected in the connectors of a number of rt340 adult dual-heated evaqua breathing circuits. One of the breathing circuits appeared to have failed the ventilator leak test during initial equipment set up. The leak was detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.